Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lens, cracked battery compartment, and a damaged dso seal. The tamper seal was broken. Review of the event history log (ehl) showed a downstream occlusion alarm. A functional test was performed and the reported issue was not duplicated. The reported issue was due to an intermittent dso sensor. As a result, the dso sensor was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an overly high occlusion pressure. It is unknown if there was patient involvement or if there were any adverse patient effects.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.